Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the reported malfunction was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was during the device evaluation of the gastrointestinal videoscope, white residue was found inside both the air/water and auxiliary channels. There were no reports of patient involvement.